Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), use by date: (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), there was a perforation of the right ventricle and the patient passed away. It was believed that perforation occurred during the release of the ipg, but it could not be confirmed.